Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. It was noted that the right ventricular (rv) lead had high outputs. Reprogramming was done and the lead remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.